Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 20346300/16854949, model/catalog description: linear st lead kit 70 cm. Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 18463145, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had an infection around ipg and lead site. It was mentioned that medication was given. The patient underwent an explant procedure and was doing well postoperatively.